Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the back cushion cracked by the headrest. He states they didn't have the plate on the attachment, so that may have prevented the cracking. MDR filed.

Manufacturer narrative:
(B)(4). Follow-up #001. Initial (B)(4), issued mfg. Report #1525712-2013-02486 indicating the type of report as an initial and 5 day. This is an initial 30 day report as there was no adverse event necessitating remedial action. No injury alleged with this incident. Corrections also being made on the g tab for the manufacturer and registration number reported as (B)(4). The correct manufacturer is motion concepts, reg. # (B)(4). Listed the manufacturer as (B)(4). This has been corrected to indicate (B)(4). The f tab was completed in its entirety in error. This is an invacare manufactured product. Invacare is not the importer.